Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
The following information was provided: as per pss case: the patient has a size 42mm trident 2 cluster cup with an 28mm insert, patient needs to be converted to a constrained liner for an a liner. Had a total hip replacement with a 42mm cup. The patient has instability, and the cup looks to be well fixed. Need a constrained liner to address the instability. Right side.